Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed lesion being treated was located in the calcified and moderately tortuous left anterior descending artery. The physician advanced the 28mm x 2.75mm taxus element stent delivery system and was not able to cross the lesion. The device was successfully removed and it was noted that the proximal edge of the stent was lifted up. The procedure was completed with another device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
A visual and microscopic examination identified proximal stent damage. Struts on rows 1-3 were raised and misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device is combination product.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed lesion being treated was located in the calcified and moderately tortuous left anterior descending artery. The physician advanced the 28 mm x 2.75 mm taxus element stent delivery system and was not able to cross the lesion. The device was successfully removed and it was noted that the proximal edge of the stent was lifted up. The procedure was completed with another device. No patient complications were reported and patient's status is good.